Manufacturer narrative:
Clinical review: following a review of the limited available information, it has been determined there is no allegation, indication or objective evidence a serious patient injury, death, or other adverse event(s) was associated with the use of a fresenius medical device(s) and/or product(s). Additionally, there is no evidence a malfunction or deficiency of a fresenius medical device(s) occurred. Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient, however no information was found. An investigation of the device history records (DHR) could not be performed as no information regarding lots delivered to the patient was found. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
During an anonymous customer experience survey, it was reported that a patient experienced an infection with on peritoneal dialysis (pd) modality. Additional information was requested was requested, however to date has not been provided.